Event description:
Outer expiration date on the integra lifesciences corporation omnigraft did not match the expiration date on the inside package. Manufacturer's recommendation conflicts with our regulatory agency which recommends the inner package date closest to the item to be used.